Event description:
In 2003, the user facility's or supply coordinator informed the manufacturer's sales representative of the following: device implanted in 2003 and removed in 2003 due to partial occlusion. Able to infuse, but not aspirate.